Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter was powering off during use. The pt manages her diabetes with 3 tablets of glucophage taken daily. The pt indicated that the alleged meter issue started on an unspecified date/time a month ago. A week after the alleged issue began, the pt claimed that she developed symptoms of shivering and dizziness. The pt administered self-treatment by drinking orange juice. Prior to drinking the juice, the pt skipped a dose of glucophage because of the alleged issue. The pt was sent a replacement meter. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia a week after the alleged power issue began.